Event description:
It was reported that there was an infection. Additionally, the patient has a persistent pleural effusion, which was confirmed via chest x-ray, and a cardiac contour that remains enlarged due to stable cardiomegaly. A "change in positioning vs interval exchange vs twiddlers syndrome" was also noted and follow-up is in progress to gain clarification. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead 2006 (B)(6), 5076 implantable pacing lead 2006 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the pleural effusion was resolved. The patient is a participant in the post approval clinical surveillance product surveillance registry.